Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery and popliteal artery. After inserting a non-boston scientific (bsc) introducer sheath, a non-bsc guidewire was used as a backup and the lesion was crossed with a non-bsc microcatheter and guidewire. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. Subsequently, inflation was performed with a non-bsc balloon catheter and the procedure was completed with a ranger drug coated balloon. No patient complications nor injuries were reported.